Manufacturer narrative:
The customer was put in contact with a remote service engineer (rse). The rse verified the issue with user on the phone. They instructed the user to check the message on screen; it showed the battery power low inop and the battery charge led is not lit. They instructed the user to run an operational check and concluded that it was not working due to the battery power is too low. The rse concluded that this issue is caused by the battery. They advised the customer to order a new battery. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device defibrillator alarm was abnormal. There was no patient involvement.